Event description:
It was reported that during a laparoscopic umbilical hernia procedure, tacks were not releasing properly from the shaft. The instrument dragged tissue while attempting to deploy. On one occasion, two tacks were released simultaneously with a single firing, instead of one. It was also noted that the fired tacks were not able to hold correctly onto the tissue. Tacks disengaged into the cavity of the patient and was retrieved. The device underwent partial explant. Another device from other manufacturer was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 (ime, imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was received with the shaft loose on the handle. The handle identified that the weld of the handle around and tacks were observed in the shaft. Functional testing was precluded due to the observed condition of the instrument. It was reported that two tacks were released simultaneously with a single firing and the fired tacks were not able to hold correctly onto the tissue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the tacks were not releasing properly from the shaft and the instrument dragged tissue while attempting to deploy. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument is handled roughly during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: applying excessive pressure against the nose of the instrument may stall and/or jam the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, tacks were not releasing properly from the shaft. The instrument dragged tissue while attempting to deploy. On one occasion, two tacks were released simultaneously with a single firing, instead of one. It was also noted that the fired tacks were not able to hold correctly onto the tissue. Tacks disengaged into the cavity of the patient and was retrieved. The device underwent partial explant. Another device from other manufacturer was replaced to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.